Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed : electrical failure. Intermittent no device found message. No visual anomaly. H7 h9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that a couple of weeks ago they noticed that the cord right after where the paddle is, got hot while they were charging the implantable neurostimulator (ins). Patient added that the other night the cord got hot that the controller stopped working, they needed to reset the controller and after the reset the controller seemed to work again. Patient also mentioned that depending on the remaining battery of the implant, sometimes the cord will get hot; sometimes the cord will not get hot. Agent sent a request to repair to replace the recharging paddle. During the call, patient wanted to confirm the year the device was implanted and agent reviewed information. Patient made a follow-up inquiry on the longevity of the battery of their device, they wanted to know if they would get a reminder on the controller. Agent provided information on battery longevity and confirmed that there will be a reminder. Patient added that they didn't want to be out off stimulation because the nerve damage was so intense, their leg will stop working and if one of their legs will start feeling really heavy that's the time they would know that they need to charge their implant. Patient added that before getting the implant, after 2.5 hours their leg would start "screaming".

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.